Event description:
The customer contact reported that during testing at the user facility, air was noted in the tubing distal to the pump with no pump alarm. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately detecting and alarming when air was present distal to the device. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.